Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
The device was returned for sticky pins. Once the lcd functionality was restored, a mock infusion was performed and passed. An internal investigation was performed and several components were found to be damaged. First, the rear housing is cracked near the power button. Second, the handle is found to be internally broken at one of the screw bosses for the pneumatic plate. Third, the rear cover o ring is found to be improperly seated and is beginning to fail.

Event description:
The following has been reported: biomed reported - problem: screen inoperative / frozen a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.